Manufacturer narrative:
The biomedical engineer reported that patient information and data would disappear from the central nurse's station (cns) when monitoring this transmitter. Vital signs were not always being stored and when they did, patient information would disappear. This is issue was duplicated on other cns devices, thus following the transmitter. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device information: central nurse's station , model: cns-6801, sn: (B)(4).

Event description:
The biomedical engineer reported that patient information and data would disappear from the central nurse's station (cns) when monitoring this transmitter. Vital signs were not always being stored and when they did, patient information would disappear. This is issue was duplicated on other cns devices, thus following the transmitter. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that patient information and data was disappearing from the central nurse's station (cns) when monitoring this transmitter. Vital signs were not always being stored and when they did, patient information would disappear. When moving this transmitter to other cns devices, the issue was duplicated. No patient harm was reported. Service requested: an exchange unit was shipped to the customer on 09/25/2019. Service performed: evaluation: on 01/12/2022, the returned unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). Upon rc evaluation, the reported problem was duplicated. A problem with the main board was found and the battery door cover was missing. There was also a rattling sound coming from inside the unit. Investigation summary: as per nka rc evaluation, the root cause of the issue was determined to be failure of the power board due to physical damage. The reported issue does not require further investigation through CAPA process since the issue was found to have been caused by physical damage sustained to the unit and not a deviation from its intended performance. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #: cns-6801 serial #: (B)(6).

Event description:
The biomedical engineer (bme) reported that patient information and data was disappearing from the central nurse's station (cns) when monitoring this transmitter. Vital signs were not always being stored and when they did, patient information would disappear. When moving this transmitter to other cns devices, the issue was duplicated. No patient harm was reported.